Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the controller board for drawer required replacement. Drawer controller board replaced to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a bus disconnected error message for one of its drawers, during a procedure. Customer stated that there was no delay in care and that the required medication, fentanyl, iohexol and bupivacaine were removed from an alternate device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jan-2022 to 05- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. The field service engineer replaced the drawer control board and pmc to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a bus disconnected error message for one of its drawers, during a procedure. Customer stated that there was no delay in care and that the required medication, fentanyl, iohexol and bupivacaine were removed from an alternate device. There were no adverse events or injuries reported based on this event.